Event description:
On (B)(6) 2012, pt reported the down arrow button on the infusion device is not responding to press. Pt is switching to her backup infusion device. Pt stated she is aware of the button recall; notification was returned in the past. Pt reported the down button does appear to remain flat when pushed in. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.